Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record was not able to be performed. As additional physical investigation was not able to be performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Voluntary medwatch report mw5153376 was received and reported: "patient had flowonix pump that was replaced. The pump had been turned off for some time." The initial reported asked to remain confidential and no device information was provided for this issue.